Event description:
Pancytopenia [pancytopenia]. Myelopathy [myelopathy]. Demyelinization polyneuropathy [demyelinating polyneuropathy]. Axonal polyneuropathy [peripheral sensory neuropathy]. Hypocupremia / copper deficiency [copper deficiency]. Hyperzincemia [hyperzincaemia]. Numbness of upper and lower extremities [hypoaesthesia]. Paresthesia of upper and lower extremities [paraesthesia]. Loss of balance [balance disorder]. Neurological exam-deficits involving motor-sensory polyneuropathy & myelopathy [neurological examination abnormal]. Bone marrow suppression [bone marrow failure]. Distal weakness 3/5 [muscular weakness]. Plasma copper decreased [blood copper decreased]. Plasma zinc increased [blood zinc increased]. Urine copper decreased [urine copper decreased]. Urine zinc increased [urine analysis]. An article in a neurotoxicology publication reported that an adult male used fixodent denture adhesive, version unk cream and poli-grip denture adhesive, version unk cream, applying large amounts on poorly fitting dentures, often using dentures overnight, and reported the following beginning in 2002 at the age of (B)(6): myelopathy, demyelinization polyneuropathy, axonal polyneuropathy, hypocupremia / copper deficiency, hyperzincemia, numbness of upper and lower extremities, paresthesia of upper and lower extremities, loss of balance, neurological exam - deficits involving motor-sensory polyneuropathy and myelopathy, bone marrow suppression, pancytopenia, distal weakness 3/5, plasma copper decreased, plasma zinc increased, urine copper decreased, and urine zinc increased. The consumer discontinued use of fixodent and poli-grip. Treatment: oral supplementation with a typical dose of 6mg of copper per day. Neuroimaging studies encompassing whole neuroaxis were unremarkable. Initial copper plasma level was depressed at 5ug/dl, initial zinc level was elevated at 198 ug/dl. Initial copper urine level was depressed at 3ug/day, initial zinc urine level was elevated at 2,120 ug/day. Highest copper plasma level on supplementation was within normal limits at 75ug/dl, zinc plasma level showed persistent hyperzincemia. Copper plasma level after cessation of denture cream was within normal limits at 103ug/dl, zinc plasma level was within normal limits at 87ug/dl. Copper urine level after cessation of denture cream was within normal limits at 22ug/day, zinc urine level had decreased although still elevated at 980ug/day. Plasma copper decreased, plasma zinc increased, and urine copper decreased were recovered. The neurologic outcome showed improvement and the customer went from using a wheelchair to walking with a walker. The case outcome was improved. Past medical history included: medical history - denture wearer for 25 yrs. No further info was provided.

Manufacturer narrative:
Lot number or product not provided therefore, unable to proceed with batch retain testing or product investigation. PMA/510(k)#k945200. Report source literature description. Journal: neurotoxicology. Author: peter hedera; amanda peltier; john k fink; sandy wilcock; zachary london; george j brewer. Title: myelopolyneuropathy and pancytopenia due to copper deficiency and high zinc levels of unk origin ii. The denture cream is a primary source of excessive zinc. Volume: 30; year: 2009; pages: 996-999.